Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded indicating the device has been repaired at their facility, is back in service, and the replaced parts have been discarded.

Event description:
Complainant alleged that during biomed testing, the device was unable to select energy level. Complainant indicated that there was no pt involvement in the reported malfunction.